Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was 132 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at the dispaly window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube cracked reservoir tube window and cracked battery tube threads.